Event description:
Per the clinic, the patient was experiencing pain and discomfort at the implant site and elected to have the device explanted on (B)(6) 2019. The patient was not re-implanted with another device.

Manufacturer narrative:
This report is submitted on march 20, 2020. (B)(4).